Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step while attempting to reload existing cartridge. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.